Manufacturer narrative:
The product is available, but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.

Event description:
A subintimal track was created up the left iliac into the right side of the aorta with a 0.035 standard wire. This was then exchanged under a cobra catheter, and a stabilizer 0.014 wire was placed into the track. The outback was then pushed over the wire, but could not reach desired point, retracted and wire lost position, wire taken out and then was found that the tip looked to have moved away slightly from the main body. The wire did stick in the sub track, and was pulled with a little force to remove it.